Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. When powering up, this programmer emitted a burning smell, displayed black screen and handle was broken. Furthermore the external and front housing, stylus, lcd and touchscreen were damaged. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis confirmed the reported observation.

Event description:
Boston scientific received information that this programmer had burning smell, the handle was broken and displayed black screen. Additional information received indicated that this programmer was already returned for analysis. There was no patient involvement reported.